Event description:
Customer called to report high bgs (> 250 mg/dl) with no ketones while wearing a pod. Noted an occlusion alarm and upon removal, saw blood at the site. Removed pod and returned for evaluation. No further information is available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.